Event description:
E was initially received via regulatory authority (FDA, reference number: mw5078550) on 01-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding/ bleeding excessively") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium, colecalciferol (vitamin d), diphenhydramine hydrochloride (benadryl), lisinopril, loratadine (alavert), multivitamin, sennoside a+b (senna) and triamcinolone. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability and intervention required), pelvic pain ("sharp pain"), abdominal pain lower ("cramping"), allergy to metals ("allergic to nickel"), rash generalised ("rash all over the body") and discomfort ("discomfort"). On an unknown date, the patient experienced inflammation ("chronic inflammation"), skin irritation ("hand irritation"), peripheral swelling ("hand swollen"), rash ("face rash"), neoplasm ("tumor"), anaemia ("anemic"), abdominal distension ("bloating") and weight fluctuation ("weight fluctuations"). The patient was treated with corticosteroids and surgery (embolization and ablation surgery). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage had resolved, the pelvic pain, abdominal pain lower, skin irritation, peripheral swelling and discomfort had not resolved and the allergy to metals, rash generalised, inflammation, rash, neoplasm, anaemia, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anaemia, discomfort, genital haemorrhage, inflammation, neoplasm, pelvic pain, peripheral swelling, rash, rash generalised, skin irritation and weight fluctuation to be related to essure (ess205). The reporter commented: an disability/ permanent damage intervention required was mentioned but not specified and/ or assigned to one of the events. Diagnostic results: biopsy - result -chronic inflammation (allergy related). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5078550) on 01-aug-2018. The most recent information was received on 08-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding/ bleeding excessively") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium, cholecalciferol (vitamin d), diphenhydramine hydrochloride (benadryl), lisinopril, loratadine (alavert), multivitamin, sennoside a+b (senna) and triamcinolone. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, 17 days after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability and intervention required), pelvic pain ("sharp pain"), abdominal pain lower ("cramping"), allergy to metals ("allergic to nickel"), rash generalised ("rash all over the body") and discomfort ("discomfort"). On an unknown date, the patient experienced inflammation ("chronic inflammation"), skin irritation ("hand irritation"), peripheral swelling ("hand swollen"), rash ("face rash"), neoplasm ("tumor"), anaemia ("anemic"), abdominal distension ("bloating") and weight fluctuation ("weight fluctuations"). The patient was treated with corticosteroids, dermatological preparations and surgery (embolization and ablation surgery). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage had resolved, the pelvic pain, abdominal pain lower, skin irritation, peripheral swelling and discomfort had not resolved and the allergy to metals, rash generalised, inflammation, rash, neoplasm, anaemia, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anaemia, discomfort, genital haemorrhage, inflammation, neoplasm, pelvic pain, peripheral swelling, rash, rash generalised, skin irritation and weight fluctuation to be related to essure (ess205). The reporter commented: an disability/ permanent damage intervention required was mentioned but not specified and/ or assigned to one of the events. Diagnostic results: biopsy: result: chronic inflammation (allergy related). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.